Event description:
The manufacturer has been notified of the passing of a patient who was using a philips CPAP device. The patient's wife reported that her husband had passed away and was advised by her attorney to obtain the serial number for the unit. She was informed that the serial number is located on the device itself. However, the wife indicated that she no longer possesses the unit and was informed that no registration records for her husband could be found. No device-related information was provided. Furthermore, no additional details were shared, and there has been no indication that the device contributed to the patient's death. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.